Event description:
It was reported that the el314 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the applier was loose and lost clips in pt's body. Also the range of jaw opening changed. 06/22/98 rec'd info from affiliate. The clips were not retrieved from the pt.